Event description:
The device reportedly displayed a constant connect electrodes message when connected to a pt. The quik-combo defibrillation/pacing/ECG electrodes were replaced and the connect electrodes message continued to be displayed. A back up device was obtained and was connected to the pt using the same set of combination electrodes. Treatment to the pt continued using the back up device. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.